Event description:
Boston scientific received information that this patient with a bradycardia device was pacing the right atrium with the right ventricular lead. The health care professional planned to turn off the rv lead. No radiographic exam was done. No resolution was reached at this point. Attempted to as for additional information but was not successful. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.